Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The keypad symbols were found to be worn off. The evaluation revealed that the up arrow, down arrow and ok keypad buttons were intermittently responsive, required multiple button presses and more force in order to elicit a response. All of the keypad buttons did not click back and spring back normally. There was evidence of contamination found under the key contacts.

Event description:
The patient reported that the up, down, and ok buttons were harder to press and were intermittently responding to button presses. The patient stated that the button symbols were worn but confirmed that the keypad was intact. The patient reportedly wore the pump attached to a belt and did not clean the pump.